Manufacturer narrative:
Intuitive surgical, inc. (Isi) followed up with the clinical territory associate (cta) and obtained the following additional information: the system functionality was checked upon powering on the system and the system initially powered on without errors. The error did not return. Isi received a da vinci product involved with this complaint to perform failure analysis. Failure analysis did not replicate the reported issue of errors on the integrated electrosurgical unit (iesu). The iesu energized and cauterized, and all ports recognized instruments. The iesu will be sent to the original equipment manufacturer for further failure analysis. The complaint regarding iesu generator errors was confirmed based on the field evaluation, which indicates that the device did contribute to the customer reported issue.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. Based on the field evaluation, due to multiple errors, the fse replaced the integrated electrosurgical unit (iesu) to resolve the issue. The system was tested and verified as ready for use. A return material authorization (RMA) was issued to the customer and that the integrated electrosurgical unit (iesu) was received for evaluation. However, the failure analysis to confirm/identify any reportable failure mode(s) has not yet been completed as of the date of this report. A follow-up MDR will be submitted if the product is returned and evaluated and/or if additional information is received. This complaint is considered a reportable event due to the following conclusion: the customer reported of getting multiple error messages on erbe iesu after the start of the procedure. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur. System unavailability after the start of a surgical procedure could lead to the procedure to be converted/aborted and may lead to an injury due to the patient's inability to tolerate a conversion/abortion.

Event description:
It was reported that during a da vinci-assisted low anterior resection (lar) procedure, there were error messages on the erbe integrated electrosurgical unit (iesu). An intuitive surgical, inc. (Isi) technical support engineer (tse) was contacted. The customer called after the procedure was completed and asked if the generator could be used for the next procedure. The tse checked the logs which revealed presence of several instances of error code 25913, related to erbe errors: m-11, m-18, c-06. The customer had restarted the erbe and checked for any new error messages. No errors came up after restart. The procedure was completed with no patient harm, adverse outcome, or injury. Intuitive surgical, inc. (Isi) has made multiple follow-up attempts to obtain additional patient/event information. However, despite the follow-up good faith efforts, no further details have been received as of the date of this report.